Event description:
Boston scientific received information that this left ventricular lead was noted to have high thresholds and loss of capture due to a suspected dislodgement. The physician decided to reprogram the left ventricular lead for now, with a revision procedure scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a procedure was performed to reposition this lead successfully. No adverse patient effects other than the additional procedure were reported.